Manufacturer narrative:
H.6. Investigation summary: two photos were received by our quality team for investigation. Upon visual inspection of the photos, foreign matter was observed inside the syringe; therefore the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause could not be determined as no samples were returned for investigation to determine type of foreign matter. H3 other text : see section h.10.

Event description:
It was reported that there was foreign matter in packaging with a bd syringe 5ml ls. This occurred on 100 separate occasions prior to use. The following information was provided by the initial reporter: "sand" or black small particles inside the packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in packaging with a bd syringe 5ml ls. This occurred on 100 separate occasions prior to use. The following information was provided by the initial reporter: "sand" or black small particles inside the packaging.